Event description:
It was reported that the patient experienced pain at the implantable neurostimulator site and heating/burning at the implantable pulse generator (ipg) site during charging with the implantable neurostimulator 97715 intellis adaptivestim pain. The patient requested device removal due to a lack of pain relief benefit. The device reportedly heats up and feels like it is burning the patient from the inside out. Troubleshooting steps included slowing the charging speed down. The patient would like to have the device explanted due to not receiving pain relief benefit from the device. She has been reprogrammed multiple times. Patient is requesting device removal. The issue is ongoing at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there was a return of pain and discomfort. Patient stated the device was helping with her pain after implant but over time she felt like it was not helping anymore. She was also stated that the device would get very hot when she would recharge her implant so she stopped using it. The device was successfully removed and the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they would have to charge their implant in increments because it would get so hot it was burning and it had never been very comfortable to charge due to excess warmth, but now it was so hot it burned. Patient clarified it was not the external equipment heating, but rather the internal battery makes them feel like they are getting cooked from the inside. Patient reported they were getting ready to have the implant taken out because they were not getting along with it. Patient stated the implant didn't do anything for their legs now except for irritate the nerves and make them hurt even worse. Patient stated at first the implant did work at first and the trial worked even better, but this one didn't work as good as the trial went. Patient then said over the last several months, it got to where their nerves probably changed or something and it was just not working. Patient stated they were too boney and they were in a bad car wreck. Patient would say it started getting like the stimulation wasn't quite working as good for them and got to the point where the stim was irritating, like strong vibrations that made them ache even more. Patient mentioned they tried different channels and different things, but they were worse. Patient stated their battery is in red, so they will do so now. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that the cause of the issue was they didn¿t have enough fat there and the device moved too close to the surface of the skin. The patient stated because they didn¿t have much padding there when they put the paddle on it felt like they were being fried from the inside and would have to recharge in intervals to cool down the battery. The patient noted when they would use it instead of helping their nerves it would irritate them like they were overstimulated even on low settings. The patient explained something changed in their spine and it was no longer working for them but they didn¿t get a MRI to find out what the change was. The device was removed and the issue was resolved.